Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's active exhalation control module was replaced to address a failed test step during testing. The device was returned to the customer unrepaired per the customer request. The customer returned the device approving the repair. The active exhalation control module has now been replaced.